Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015 on patient's behalf report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.